Event description:
It was reported that the pump had an error code 46400 - pharm guard poc-software issue. The event occurred during bench test. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
One device was received for investigation. During visual inspection the device was observed to have a bubbled downstream occlusion seal. The reported issue was confirmed during functional testing, which reproduced the reported error code. The issue was traced to the downstream occlusion sensor, which was determined to be fault. However, no root cause could be identified for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The downstream occlusion sensor was replaced and the device passed all testing.